Event description:
It was reported that prior to the starting of a da vinci-assisted surgical procedure, the force bipolar instrument had an engagement issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an engagement issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, the instrument was found to have thermal damage on molded insulator at the distal end. Thermal damage was observed on the molded insulator during visual inspection. The instrument was found to have dried residue on the clamping pulleys.